Manufacturer narrative:
Additional info: h6: he product was not returned; however, two radiographic images were provided. Evaluation of the images appears to show the tibial tray has subsided and shifted posteriorly. There are lucencies around the tibial tray and bone interface. However, without immediate postoperative images to compare, no conclusions can be drawn.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery.